Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali jugular system that are cleared in the us. The pro code and 510 k number for the denali jugular system are identified in d2 and g4 manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. One x ray image was provided and reviewed. There is on image with a delivery system from the right internal jugular and an ivcf that appears in the vena cava. The filter is not deployed with all the arms and legs constricted. Therefore, the investigation is confirmed for the reported activation failure including expansion failures as the filter arms and legs were constricted. A definitive root cause for the reported expansion issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a percutaneous inferior vena cava filter implantation using a denali filter. During the procedure, the filter limbs failed to expand fully. The procedure was completed using another device. There was no reported patient injury.